Event description:
At about 1 month after the primary surgery, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully. Patient had competitor components before medacta revision components.

Manufacturer narrative:
Batch review performed on 28-apr-2023. Lot 189540: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.